Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 16 x 3.00 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 76cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid-shaft section found multiple kinks along the mid-shaft. No other issues were identified during the product analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 16 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, the delivery system broke when the device was in the guiding catheter. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in a coronary artery. A 16 x 3.00 promus premier drug-eluting stent was advanced for treatment. However, the delivery system broke when the device was in the guiding catheter. The device was removed from the patient's body and the procedure was completed with another of the same device. No patient complications were reported.